Event description:
It was reported that shaft break occurred. A 2.50 x 16 synergy drug-eluting stent catheter fractured within the guide catheter as it was advanced. The procedure was completed with a different device. No patient complications were reported.